Manufacturer narrative:
(B)(4). Investigation summary: customer reported the tubing severed at the base of the blue clip and returned the affected sample. The sample was clearly separated at the outlet of the pumping segment, which we refer to as the lower fitment, and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 2426-0500 lot number 20103335 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: 20103335. Device was severed at the base of the blue component that goes into the pump. This occurred after the tubing was primed and just hanging from a hook waiting to be initiated. It was not put into the pump. Where in the set did it break? Blue square component. Did this result in any leakage? Yes, it was completely broken off.